Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. The patient was not hospitalized for the event. Treatment details were not reported. On an unknown date, dianeal therapy was discontinued (current mode of dialysis therapy was not reported). At the time of this report, the patient had not recovered. No additional information is available.